Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, intraperitoneal and frequency was not reported), gentamycin injection (20mg, intraperitoneal and frequency was not reported) and unspecified additional medication (dose, route and frequency were not reported) for the event. At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available at the time of this report.